Event description:
The user asked for a fitting appointment because his performance had decreased gradually, in 2/3 months. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user asked for a fitting appointment because his performance had decreased. The decreased hearing performance was confirmed by the local programmer. The user was re-implanted on (B)(6) 2023.